Event description:
A customer contacted beckman coulter inc. (Bci) to report serum indices (lih - lipaemia, icterus, haemolysis) were run on (B)(6) 2010 on a sample from a patient with acute liver failure of undefined aetiology. On (B)(6) 2011, although the sample was icteric and had a total bilirubin (tbil) concentration of > 50 mg/dl, all three indices gave normal results. A second sample collected 12 hours later gave the expected results where all 3 indices showed abn indicating that the sample had abnormal optical characteristics and required visual inspection. Liver transplantation was performed on (B)(6) 2011 tbil remained elevated for several days thereafter and the serum indices continued to show misleading results up until (B)(6) 2011. From (B)(6) 2011, the indices performed as expected. Patient impact is unknown.

Manufacturer narrative:
The sample is serum. No additional information is available.